Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was insufficient additive quantity and tubes are clotting. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval:yes. D.4. Returned to manufacturer on: 06-dec-2023. H.6. Investigation summary: bd received nineteen (19) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Five (5) customer samples were evaluated by functional testing and the issue of insufficient additive was not observed. Additionally, one hundred (100) retention samples from bd inventory were visually examined, and no issues were observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting based on photo analysis. Bd was unable to confirm the indicated failure mode of insufficient additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was insufficient additive quantity and tubes are clotting. There was no report of impact to patient or user.